Event description:
A report was received that a pt was receiving a recurring error code on her remote control. A bsn field clinical engineer met with the pt for troubleshooting and recommended that the ipg be replaced.